Event description:
It was reported that the drain disassembled after collecting about 300-400ml of blood. None of the collected blood could be re-infused. The pt required a blood transfusion from a blood bank due to this event.

Manufacturer narrative:
The device was not returned to the MFR for investigation. If additional info is provided, a follow up report will be filed.